Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer was broken. A field service engineer identified that the bumpers were missing, and the drawer would not fully open or close, requiring the drawer to be forced open or closed. The frame was found to be misaligned, and the slide members were not on track. The drawer was jammed, and partial disassembly was required. Manual removal of all pockets was necessary, replaced the drawer which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer was broken and drawer 3.2 could not be opened. When attempting to remove medication or access the malfunctioning drawer, it only clicked and would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.